Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that it was taking too long to charge the ins implant and there was poor coupling. The patient reported that it takes a long time to charge the implant to get 6 coupling bars. The patient reported that they must charge for 6-8 hours, and never get to the charge complete screen. No patient complications have been reported because of this event.